Event description:
Complainant reported that while injecting contrast media during a ptca, the high pressure tubing ruptured.

Manufacturer narrative:
Device evaluation. The suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed; the rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The root cause of the malfunction was attributed to failure of the adhesive bond between the rotator housing and the rotator collar.